Manufacturer narrative:
Pump passed functional testing including the displacement, operating current test, restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test but failed in self test due to test due to alarm faulty. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and no delivery. The customer's blood glucose reading was 123 mg/dl at the time of incident. Troubleshooting requested customer to prime the unit which was successful but then the unit alarmed again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.